Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a vasoview 6 device, the btt short port malfunctioned as the co2 machine connected to it alarmed "over pressure". The tubing was removed and reconnected; however, the co2 machine continued to alarm. The btt short port was replaced to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).